Event description:
It was reported that during surgery, the healthcare provider (hcp) removed the bent stylet in preference to use the straight stylet. After the bent stylet was removed, the straight stylet could not be inserted all the way into the lead. It got stuck "3/4 of the way down, right around the distal electrodes". The bent stylet could not be reinserted after that. The hcp decided to use a different lead. Additional information received on (B)(4) 2012 reported that the lead did not come in contact with the patient. No further device information was known. There was no patient information provided.

Manufacturer narrative:
(B)(4).